Event description:
On (B)(6) 2010, user facility medwatch report (B)(4) was received: while the surgeon was using the da vinci maryland bipolar forceps, it stopped working and broke while in use inside the patient. It was removed from the field and inspected. It was found to have pieces broken off of it. The patient was later found to have three broken plastic pieces in the abdominal area which were removed.

Event description:
The lay user/patient contacted lifescan alleging the meter has a cracked display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.